Event description:
It was reported that an insulin cartridge became stuck in the ilet chamber after an infusion set was pulled when it caught on a door handle, leading to difficulty disconnecting at the luer connection and damage to the cartridge septum; the connector was cracked and exposed a needle, while blood glucose remained at 151 mg/dl and insulin delivery continued without interruption. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this case revealed a cracked or separated luer connector consistent with component breakage; the user was able to restore therapy by replacing the cartridge and connector, and blood glucose control was reportedly unaffected. It was concluded that the event involved a mechanical failure of the luer connector, with no patient harm and resolution through replacement supplies.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.